Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by a loose upper link screw. The screw was adjusted during evaluation with the door performing as expected. The screws will be replaced during the repair process.